Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was withdrawn into the shaft, fully folded, and the pull ring was seated in the handle. The bag was partially detached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic liver resection procedure, the plastic shaft crumpled and made the bag useless because they were putting it through a skin incision while removing the specimen at the end. Incision was extended. The physician normally puts the 15mm bag directly through the incision in the skin and not through a port. But since there was a change to the shaft of the instrument from metal to plastic, the plastic crumpled when being put through the skin incision and made the bag useless. To complete the case, the physician needed to open a 15mm port and then insert the bag through the port. Patient alive with no injury. The device is expected to be returned for evaluation.